Event description:
The surgery was to be for open reduction, internal fixation of the left ankle. After induction, there was a period of hypoxia, the pt is in a coma. Co has made numerous attempts and have been unable to discuss this event with the anesthesiologist or the chief of anesthesiology. The above limited info was all that was provided by risk management. A distributor's service representative was advised by a member of the hosp staff that the anesthesia machine was plugged into a power strip which was turned off. After induction, the anesthesia machine's battery became depleated. The anesthesiologist panicked and rather than ventilating the pt manually using the anesthesia machine's oxygen supply, used an ambu bag. Someone finally noticed that the power strip was turned off, turned it on and the anesthesia machine powered up.